Event description:
It was reported a remote transmission revealed upper out of range high voltage lead impedance. The patient notifier was turned off. The cause for high lead impedance is unknown. The patient will continue to be monitored. The patient condition is stable.

Manufacturer narrative:
(B)(4).